Event description:
An ems deputy officer responded to a person in cardiac arrest. The device was powered on but, according to the reporter, the device lost power after about 1 minute. A rescue crew then arrived on the scene and used their defibrillator. The pt's outcome is unk but the reporter indicated there were no adverse effects to the pt as a result of the alleged malfunction.